Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
One half of the intraocular lens was returned to the manufacturer. Cutting a lens in half is consistent with a lens that has been explanted. No manufacturing related issue was identified. Visual inspection: the returned sample was inspected at 10x microscope magnification. The lens half had surface residuals adhered to both sides of optic body compatible with handling the lens out of a sterile environment. No other unacceptable cosmetic defects were found in the returned lens. No manufacturing related issue was identified. The condition of the lens (damaged) did not allow measurement of the diopter value. At manufacture the lenses are 100% measured for diopter power, resolution, and contrast. The lens diopter result obtained from the electronic system of the test performed during this lens manufacturing, shows that lens with serial number 5094291207 corresponded to a 19.5 d lens. The diopter inspection from the electronic report showed that the lens was release within the diopter specifications. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the patient underwent a removal and exchange of an intraocular lens (iol) in a secondary procedure. It was stated that the lens was removed, and a new lens with a different diopter size was implanted. It was stated that the patient had a lasik procedure prior to the initial lens implant. During explantation of the intraocular lens (iol) an incision enlargement was made. It was reported that there were no complications. The patient was noted to be doing well. The replacement procedure was not attributed to the quality of the lens. No additional information was provided.